Manufacturer narrative:
Continued from concomitant products: erbe electrosurgical generator, taewoong medical optimos wire guide. Investigation evaluation: an evaluation of the returned device could not confirm the report of incorrect cutting wire orientation but identified cutting wire anchor separation. On receiving the device, it was observed that the cutting wire securing component was protruding from the catheter at the distal end. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 11 o'clock. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed at the distal end. The cutting wire was intact and securely attached to the sphincterotome at the proximal end. However, after advancement through the endoscope and bowing, the cutting wire securing component separated from the catheter at the distal end. The securing component measured 5 mm, therefore no part of the device was missing. The cutting wire showed evidence of cautery application. A visual examination of the catheter showed no kinks/bends. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The physician inserted the device into the endoscope and tried to access the ampulla. The direction of the tip was not the 11 o'clock direction, but at the opposite direction [incorrect cutting wire orientation]. The physician could not access the ampulla. He used a new one [fusion omni-tome sphincterotome] for cannulation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.